Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
The persona tibia articular surface provisional tasp was returned with the complaint for review. Visual inspection confirmed that the tasp fractured on the lateral side of the post base. Minor nicks and scratches were also observed near the edges of the provisional. The piece that fractured off was returned. This lot was in the field for approximately 2 years 5 months. It is unknown how many times the device has been used. The receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.